Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient experienced a hemothorax. It was reported that post procedure, while the patient was in the recovery room, the patient complained of right shoulder and rib pain. An x-ray was taken and suggested that the patient had a hemothorax which was then confirmed by computerized tomography (CT) scan. A chest tube was inserted for drainage. The adverse event discovered post use of biosense webster products. Patient required extended hospitalization because of the adverse event. All force visualization features were used (graph, dashboard, vector, visitag). Visitag module was used and the parameters for stability used were 2.5mm, 3 sec, 25% over 3g. No additional filter used with the visitag. Surpoint tag index was used